Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer treated high blood glucose levels using the insulin pump and had also experienced abdominal pain. The insulin pump will not be returned for analysis.